Manufacturer narrative:
The customer stated that she identified that the source of the leak was a pinhole in tubing on the right side of the instrument. The customer stated that she was comfortable replacing the tubing and would call customer technical support (cts) back if the problem continued. Cts followed up with the customer on 01/26/2015 and the customer stated that tubing was replaced and the leak had been resolved. The specific failure mode could not be identified, as the customer could not recall the exact location of tubing replacement. (B)(4).

Event description:
The customer reported a fluid leak of approximately 10ml from a coulter lh 500 hematology analyzer. The customer identified that the source of the leak was a pinhole in instrument tubing. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.